Event description:
A malfunction alarm identified as malf 0 was reported, indicating a technical issue with the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer in resetting the pump, but the issue persisted, leading to the decision to replace the pump. Tandem confirmed the shipping address and provided instructions on returning the faulty pump using a pre-paid label. Additionally, the customer was guided on how to utilize multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.